Event description:
In '07, the patient underwent a right maxillary sinus bone graft in preparation for a dental implant. The grafting material used was infuse rhbmp-2/acs recombinant bone morphogenic protein. At approx 11 days later, the patient began to complain fo right sinus pain a nd congestion. Courses of antibiotic and steroid treatment followed. Over the course of the required healing time for this graft, the patient's symptoms improved, with rapid resolution of pain, but continued complaint of congestion. She was ultimately treated for chronic right maxillary sinusitis by undergoing sinus endoscopy, middle meatal antrostomy, and right partial middle turbinectomy. Dose or amount: 4.2 mg in 5 ml saline. Route: other. Dates of use: 2007. Diagnosis or reason for use: maxillary sinus bone graft.